Event description:
It was reported that following a pump replacement, there was an "installation problem" no a mechanical problem. The hcp implanted a larger pump. The patient was small. Erosion occurred; the pump was "punching through her belly". In 2009, the patient experienced drainage from the bellybutton. The report indicated that the pump has/will be explanted due to infection; erosion umbilicus. The patient outcome was not reported. The pump was used to deliver lioresal.